Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.

Event description:
It was reported that the 9900 system would not boot up. No pt injury was reported.